Event description:
It was reported that a perforation was caused by a non-abbott device. The 4.0 x 12 graftmaster was being used first to seal the perforation; however, the stent dislodged from the balloon and was then stented against the vessel wall with the 4.0 x 19 graftmaster; however, the perforation would not seal and there was no flow distal to the left main. The physician did not want to intervene any further. The pt died. The pt was high risk and had initially declined surgery. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was not provided. A f/u report will be submitted with all relevant info. Device #1 - 3 jostent graftmaster, part# 12746-12, lot# 579477. This device is indicated and is being filed under a separate medwatch MFR number.

Manufacturer narrative:
Internal file number - (B)(4): the two xience v stents mentioned are being filed under separate medwatch MFR numbers. Evaluation summary product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for evaluation. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the evaluation. It is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. It was reported the 4.0 x 12 mm graftmaster dislodged stent was stented against the vessel wall using the 4.0 x 19 mm graftmaster stent; however, there was no flow distal to the left main and the patient eventually expired. Occlusion and death are listed in the otw graftmaster instructions for use (IFU) as known adverse events of coronary stenting procedures. The patient's death may also be related to the patient's overall health condition, patient diseased state and/or treatment strategy at any stage of the perforation. A conclusive cause for these reported patient effects and their relationship to the device, if any, cannot be determined.

Event description:
It was reported that perforation was caused by simultaneous deployment of two (2) xience v 3 5 x 15 stents attempting to reconstruct the distal left main bifurcation. The physician stated that "honestly, I believe if I had chosen 3 0 mm stents instead of 3 5 mm and deployed at a lower atmosphere, the outcome would have been different". The 4 0 x 12 graftmaster was being used first to seal the perforation; however, it dislodged from the balloon and was then stented against the vessel wall with the 4.0 x 19 graftmaster; however, the perforation would not seal and there was no flow distal to the left main the physician did not want to intervene any further the patient died the patient was high risk and had initially declined surgery. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects however the additional treatment appears to be related to circumstances of the procedure. Occlusion and death are listed in the otw graftmaster instructions for use (IFU) as known adverse events of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unique device identifier (UDI): (B)(4). A partial UDI is being reported because the lot number was not provided.

Event description:
User facility medwatch report received that states: the patient underwent planned left main coronary intervention on (B)(6) 2010, having undergone diagnostic coronary angiography at another hospital several days earlier. During the coronary intervention, following deployment of two drug eluting stents to reconstruct the left main bifurcation, the patient sustained a perforation of the left main coronary artery, associated with hemodynamic collapse. Vasopressor therapy was begun and subxiphoid pericardiocentesis was performed to drain the hemopericardium. Due to ongoing hemorrhage from the left main coronary artery, an attempt was made to seal the perforation using a graftmaster stent. While attempting to position the graftmaster stent in the left main coronary artery, the stent loosened from its deployment balloon and embolized to the mid portion of the left anterior descending artery. A second graftmaster stent was then advanced and deployed in the left main coronary artery, but the patient became asystolic nonetheless, and expired.